Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, omsc conducted a survey based on the content of the proposal. Omsc confirmed from the evaluation information that the power switch was out of order. Omsc confirmed that 9 years and 5 months had passed since the product was manufactured. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations. The cause of the indicated phenomenon is that the power switch has failed. The cause of the power switch failure could not be identified because the actual product was not sent. Omsc assumed that it was worn out due to aging deterioration because 9 years and 5 months have passed since it was manufactured.

Event description:
Olympus medical systems corp. (Omsc) was informed by user facility that the power button of the device did not work during a therapeutic procedure. The intended procedure was completed with the same device. There was no patient injury reported.